Event description:
According to the reporter: the patient underwent a total laparoscopic hysterectomy, left salpingo oophorectomy, right distal salpingectomy, and cystoscopy procedure. The surgical procedures were completed. Near the conclusion of the suturing procedure using the suturing device, the needle broke in half and was lodged in the pelvic tissue requiring fluoroscopy to locate and eventually remove the needle fragment from the posterior vaginal cuff. The retrieval resulted in significant loss of vaginal cuff tissue. The surgeon subsequently performed a left oophorectomy. The patient has sustained severe, painful, and permanent bodily injury. Including but not limited to extensive and painful vaginal scarring, requiring a subsequent surgery, chronic pain requiring on-going and extensive medical treatment and prescription medication, and the inability to engaged in a normal sexual relationship with spouse. Also, the unanticipated loss of both ovaries now requires the patient to be treated with hormone replacement therapy. The patient has also incurred substantial medical and pharmaceutical expenses and will continue to incur future medical and pharmaceutical expenses. The patient has suffered loss of income and will continue to suffer a diminution in earning capacity. The patient has suffered and will continue to suffer extreme physical pain and mental suffering.